Event description:
It was reported that while the stimulation was turned on, there was a shocking or jolting sensation. There was stimulation in the wrong location. There was no known accident or incident related to the complaint. The symptoms are in the low back and left leg. The pt was in the clinic in good condition. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).